Event description:
Information received by medtronic indicated that the insulin pump was damaged. Insulin pump had hair line crack at the back of the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer concern of a hairline crack at the back of the battery compartment. Proceed it with the following testing to assure proper functionality of the unit. After battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download medtronic logo persisted. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to frozen display anomaly. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Reset the pump three times to determine flashing medtronic logo is permanent. Per visual inspection it was determine that the ingress of water corroding electronic assemblies and force sensor flex connector causing electrical short. Force sensor zero offset within spec (21.3mv). Unit also received with cracked case(battery tube) and cracked keypad at select button. In conclusion unit received with unexpected flashing medtronic logo due to corroded electronic assembly. (B)(4).